Event description:
It was reported that pump insulin gauge displayed fill amount different than what customer expected, including one instance where gauge showed zero units instead of expected 120 units and fill estimate appeared to jump up and down during day. There was no reported impact to the customer¿s blood glucose level. Customer did not have active issue at time of call, and technical support advised customer to call back while issue was occurring so troubleshooting could be performed if needed, which customer acknowledged.